Event description:
It was reported that during an (ercp) procedure the device's locking mechanism was unable to be unlocked an the device's guide catheter was stretched. An rx stent/ 7 x 15cm had been selected to treat an unspecified lesion. While preparing the device, it was noticed that the device's locking mechanism would not unlock and, the device's guide catheter was "stretched and unusable". The device did not come into contact with the pt. The procedure was completed with another of the same device. There were no patient issues reported.